Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease and underwent endovascular therapy. The 100% stenosed target area was located moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was inflated twice at 14 atmospheres (atm) for few seconds. However, on the third inflation at 14 atm for few seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
E1- initial reporter first name updated from (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease and underwent endovascular therapy. The 100% stenosed target area was located moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was inflated twice at 14 atmospheres (atm) for few seconds. However, on the third inflation at 14 atm for few seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.